Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leaking sound. When the balloon was replaced with another cardiosave, the sound stopped. The unit did not alarm for the reported malfunction. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, g3, g4, g7, g8, h2, h6(investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(investigation type).

Event description:
N/a.